Event description:
On (B)(6) 2012, it was reported that at 12:30am on (B)(6) 2012 the pt felt like he needed a bolus of insulin. He did not check his blood glucose level prior to administering the bolus. At 2:25am his wife found her husband unconscious and called an ambulance. Ambulance personnel check his blood glucose level and it was 1.3 mmol/l (23.4 mg/dl). The pt was immediately treated and he regained consciousness; he was not taken to the hospital. The ambulance personnel checked the pt's infusion device and found that none of the buttons were responding. Later that morning the pt found that the buttons were still not functioning, however there was a lock symbol displayed on the screen of the infusion device. The pt could not unlock the infusion device. He replaced the battery in the infusion device and was able to unlock the device. He feels that this contributed to the incident that occurred earlier that morning. He took his infusion device to his clinic. The nurse could not get any of the buttons on the infusion device to function and the lock symbol was again being displayed. She replaced the battery and was able to use the buttons, but seconds later the lock symbol reappeared. The nurse was not able to get the infusion device's buttons to respond properly. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.